Event description:
Rptr did meter to laboratory comparison tests, an hour apart. Rptr's meter readings was 132mg/dl, and the laboratory test result was 268mg/dl. Rptr did not have any symptoms. A control test could not be done due to unavailability of control solution. Rptr checks the confirmation dot on the test strip for enough blood. Rptr is on oral medication and does not adjust to rptr meter readings. No harm was alleged.